Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was experiencing over-sensing noise leading to inappropriate automatic mode switch (ams) episodes, as well as atrial pacing inhibition. During lead intervention, the stylet failed to advance into the ra lead due to insulation damage and blood contamination in the lumen of the ra lead. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Manufacturer narrative:
The reported events of failure to advance stylet into the right atrial lead, over-sensing noise that leading to inappropriate automatic mode switch (ams), insulation damage and blood contamination in the lead were not confirmed. As received, a partial connector portion of the lead was returned in one piece measuring 4.7 cm. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet insertion test was not able to perform due to the condition of the lead as received.